Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination of the right ventricular lead did not reveal any anomalies. Additionally, electrical testing was performed and no indication of conductor fractures or internal shorts were observed.

Event description:
During an implant procedure, high impedance was observed on the right ventricular (rv) lead. The physician measured the impedance at a different implant position and the high impedance remained. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.